Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. Functional evaluation revealed that the device failed the blockage test with a high vacuum alarm, the device's battery failed to charge. Further investigation revealed the device's pump and battery failed, establishing a relationship between the device and the reported event. The root cause was identified as a failed pump. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that device blockage alarm does not go off. No case involved.